Event description:
While pt was having surgery (percutaneous pinning of right supra condylar humerus fracture) biomet 062 k-wire tip broke in right humerus tip was left in bone remaining portion removed.